Event description:
As reported in the society for cardiovascular angiography and interventions (scai), an (B)(6) male with aortic stenosis presented for tavr. The aortic valve area was 0.6 cm2. He had prior CABG and multiple subsequent percutaneous revascularizations, left ventricular (lv) ejection fraction 55¿60%, and prior dual chamber pacemaker implant for sick sinus syndrome. Other problems included chronic atrial fibrillation, 3+ mitral regurgitation, stage 3 chronic kidney disease with serum creatinine 1.9 mg/dl, and severe chronic pulmonary disease. The sts risk score was 16%, and the logistic euroscore 19%. At the time of tavr implant his lv end-diastolic pressure was ~33 mm hg. He underwent an uneventful transfemoral tavr implant with a 26 mm edwards sapien valve. Immediately post implant tee evaluation showed appropriate valve size and position. There was mild aortic paravalvular ai and improvement in the severity of mitral regurgitation. The aortic regurgitation index (ari) was 14.7. Post procedure, he had resting dyspnea and chest x-ray revealed increasing bilateral pleural effusions and increasing pulmonary congestion. A bumetanide drip was initiated with an eventual diuresis with 9 kg weight loss. In spite of the aggressive diuresis and bilateral thoracenteses his clinical improvement was minimal. At that point his lower pacemaker heart rate was increased to 100 bpm. After 7 days tte revealed that in spite of the aggressive treatment his paravalvular aortic and mitral regurgitation were now both severe, and there was an interval decline in lv ejection fraction to 50%. There was also a significant decline in right ventricular function with right ventricular dilation and elevated pulmonary artery pressure. It was then decided to attempt paravalvular leak closure. An 8-mm vascular plug 4 (st. Jude medical) was implanted in the leak. Resultant hemodynamics at the time revealed an ari of 28.9. Ascending angiography and tee post procedure showed persistent but reduced ai. The pacemaker rate was left at 100 bpm. The patient¿s clinical picture gradually improved with reduced symptoms of dyspnea and he was transferred for rehabilitation. Follow-up 30 days later with the pacer rate still at 100 bpm revealed stable symptoms with improved renal function, but with recurrent bilateral pleural effusions and a decline in lv ejection fraction to 40%, and he remained clinically improved 6 months later.

Manufacturer narrative:
Per the instructions for use, valve regurgitation is a potential adverse event associated with bioprosthetic heart valve and the tavr procedure. The edwards sapien retroflex 3 transfemoral delivery system training guide instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. In addition, the patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malpositioning, inaccurate measurement of the native valve annulus, improper valve sizing, and uneven distribution of calcium on the native valve. In this case, the cause for the severe pvl cannot be confirmed; information about the implant and the intervention procedures were requested but were not provided by the facility. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.